Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003 was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The product has been received for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The product has been received for analysis.

Manufacturer narrative:
This report is being filed to correct the additional MFR narrative from the previous submitted report. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.